Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device had delivery anomaly that caused the customer to have low blood glucose levels. No further information provided.

Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. Insulin pump was monitored for 2 days and no unexpected delivery of bolus were noted. Insulin pump received with cracked case at display window corners and display window. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.